Event description:
Clinical study. It was reported that 415 days after a coronary artery stenting procedure, the patient had chest pain and required a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a 100% stenosed, 3.0x20mm, de novo lesion in the 1st obtuse marginal branch (om1) with predilation and placement of a 2.75x28mm express2 stent. Post-dilation was performed. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin, plavix, nexium, tricor, lipitor, and lexapro. At 414 days post index procedure, the patient had two episodes of indigestion associated with jaw pain, and had two more episodes the next day and presented to the emergency room with chest pain. EKG showed minimal changes and troponin was negative. The patient was taken to the cath lab two days later and angiography showed 95% in-stent restenosis in circumflex marginal branch. A non-bsc stent was placed and the event was resolved. The patient was discharged one day post-procedure in stable condition. The physician assessed this event as definitely related to the stent.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.